Event description:
This is filed to report a tissue injury and worsened mitral regurgitation (mr). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that there was difficulty visualizing the clip during the procedure due to the imaging quality. The clip delivery system (cds) was advanced in the patient however, the physician was unable to capture the leaflets and it resulted in worsened mr and leaflet damage. The cds was removed from the patient and the procedure was aborted. The mr increased to a grade of 4+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was associated with imaging difficulty. The cause of the reported worsening mitral regurgitation, and the reported unspecified tissue injury, were due to the capture failure. The cause of the reported positioning failure appears to be due to challenging patient anatomy (prominent p2 p3 passage and barlow¿s valve). The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.